Event description:
Philips received a complaint on an intellivue multi-measurement module x3 indicating there was an issue with the x3 generating a sound for asystole; however, it was noted during performance testing that the ECG alarms had been deactivated, so no sound would have been generated. The clinicians were at the patient's bedside and were able to intervene immediately with no delay. It was noted the ECG alarms were deactivated in the operating room, but the alarms were not reactivated when the patient returned to their room. The clinicians then reactivated the alarms. Based on this information, there was no delay in care to the patient, so there was no actual harm related to the lack of ECG alarms. In addition, there does not appear to be a device malfunction.

Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing of the device. The results of tests indicated the device was fully functional; however, ECG alarms were disabled. The complaint was escalated for technical complaint investigation; however, the full logs were not available; therefore, technical investigation was not possible, and root cause was not able to be established. It was noted that the ECG/arrhythmia alarms are turned on and off frequently and it is unclear if this was from the user. It may have happened automatically from an ECG signal loss. If an asystole occurred during an ECG leads off issue (which will be announced as an inop), this would not trigger an asystole alarm. But as we have no inop records included in the logs, we cannot confirm this. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was due to alarms being disable; however, the full log was not available; therefore, root cause of the disabled alarms could not be established. The customer was provided information and ECG alarms were activated to resolve the issue. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Event date was corrected based on additional information received.

Event description:
Philips received a complaint on an intellivue multi-measurement module x3 indicating that it did not emit sound during asystole. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A field service engineer went onsite and performed functional testing on the device. The tests indicated the device was fully functional; however, ECG alarms were disabled. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.